Event description:
A territory manager reported an end user experienced an issue when using a 19cm solero applicator. Per the distributor: the treating doctor had reviewed the 3 month follow up CT scan of a patient's post laparoscopic solero mwa. There appears to be what looks like the applicator tip left in the liver. The ablation had been successful and it appears not to be have noticed at the time that there was any issue with the applicator. The patient doesn't appear to have any adverse effects at the moment. No error messages were received during the procedure. Patient will be monitored for any ill effects due the tip retention. Patient has had no reported issues at this time due the tip retention.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation.the customer's reported complaint description of tip detached cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Hardware unit review: solero generator s/n (B)(6) was used during this procedure with the probe in question. Unit was manufactured in oct-2017. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with tip, detached failure mode since the unit was distributed. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).